Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a crease running from the anterior aspect to the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Complaint for rupture was not confirmed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor performs 100% inspection and testing of all devices prior to release. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent breast augmentation revision with two 300 cc mentor smooth round moderate profile saline breast prostheses, experienced bilateral deflation, bilateral ptosis, and capsular contracture baker grade ii post-operatively. As a result, the patient underwent bilateral removal and replacement with two 300 cc mentor smooth round moderate profile saline breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.